Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the electrode belt's j704 connector being broken off from the distribution node pca board. Upon investigation, the electrode belt was unable to pass an ECG fall-off test. The root cause for the damaged j704 was unable to be positively identified. Investigation underway. See crf-63953. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.